Manufacturer narrative:
The electromagnetic interface box and emitter were returned to the manufacturer for evaluation. Testing found a communication error in the emitter and box when connected. It was noted that there were faults on all 9 coils of the emitter. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that replacing the axiem resolved the issue. The system then passed the system checkout and was found to be fully functional. The part has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the axiem was not functioning. The manufacturer representative opened up the emitter details and it showed an axiem box system error and a low drive current on the emitter. Another axiem box worked without issue on the software. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.